Event description:
Caller reported aviva system blood glucose result of 118 mg/dl, 60 mg/dl within 10 minutes on the compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system, medwatch with (B)(6) is for compact plus system.